Manufacturer narrative:
The devices were manufactured 06/12/2019 - 06/19/2019. Twenty-six (26) samples were received for evaluation. A visual inspection was performed on the returned samples. A yellow substance was visible on seven (7) of the samples and no issues were detected on the other nineteen (19) samples. Under water pressure testing was performed on four (4) of the samples which observed that the substance on the outside of the pouch deteriorated upon contact with the water and no bubbles were noted. Further visual inspection was performed by opening the pouches of the other three (3) samples; it was determined that the povidone-iodine solution had not leaked out of the minicap pouches since there was no presence of povidone-iodine solution inside the pouch. The substance was inconsistently on different cavities and not localized to one area of the pouch and it appeared to have a sticky texture. The substance appeared to be coffee or a beverage. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps leaked iodine. This was observed prior to using the devices for peritoneal dialysis therapy. There was an excess of iodine that covered the outside of the individual pouches and the iodine seemed to be seeping through the packaging, however the pouches appeared to be sealed. There was no damage observed on the shipping carton. There was no report of patient injury or medical intervention associated with this event. No additional information is available.